Event description:
It was reported that a patient implanted with a tactra device presented with dissatisfaction. A revision surgery was performed, during which the physician reported that the left corpora had opened and that the implant was fully exposed. The physician further noted that there was little to no corporal tissue remaining on the left side. As a result, the physician explanted the tactra device and replaced it with a three piece device. No further patient complications were reported